Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient's device was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: device available for evaluation?

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring and along the lead prior to receipt. This is believed to have occurred during revision surgery. In addition, a dent was observed in the bottom cover. The photographic imaging inspection revealed disturbed wirebonds at the digital chip. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. The open device visual inspection confirmed wirebond shorts at several pins. The failure of this device is attributed to multiple shorted wirebonds within the digital chip, which prevented the device from achieving lock. A CAPA was initiated.